Manufacturer narrative:
No product has been returned for evaluation as product remains in-situ. No radiographs were provided to confirm the alleged event. No product malfunction has been reported. Labeling review: potential adverse events and complications "...as with any major surgical procedures, there are risks involved in spinal/orthopedic surgery. Infrequent operative and postoperative complications that may result in the need for additional surgeries include: damage to blood vessels..." "...potential risks identified with the use of this system, which may require additional surgery, include: neurological, vascular or visceral injury..." "...the xlif ® procedure relies on the clinically validated dynamic emg nerve avoidance mode of nvm5® to identify a safer docking position and working area...' "...a coroent® xl trial is threaded onto the inserter, and the thumb-wheel lock is tightened to secure the trial. Under a/p fluoroscopy, the trial is gently impacted into the disc space until centered to determine the desired implant size. Proper anterior/posterior position is verified using lateral fluoroscopy..."

Event description:
On (B)(6) 2018, a patient underwent an extreme lateral interbody fusion procedure at l2-l5 levels. Post-operative MRI and CT images detected the cage was placed forward at l2/3 levels and very close or touching the aorta. A revision procedure is not planned at time.